Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 1200 mg/dl. Customer was experienced symptoms such as sick, passed out, vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip. Customer was not using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.